Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via distributor regarding an event happened during intra-op of the reported product. The pre-op diagnosis was l3-4 hivd. It was reported that, the patient underwent the l3-l4 mis-tlif surgery. During the surgery, the surgeon confirmed the counter torque is fully seated. The surgeon inserted the set screw driver with attached break-off handle. The surgeon can spin the break-off handle, but it failed to listen the sound 'pia' and were broken off successfully. The surgeon replaced with the another set screw, it was in the same situation. Finally, the surgeon unscrewed the screw and replaced with the new screw but the set screw is the same, it succeeded to be broken off and complete the surgery. There were no symptoms reported as a result of this event. No further complications reported regarding the event.